Event description:
Additional information received from a physician indicated that they had nothing to do with it. The hcp stated that the pump went empty because the patient was admitted for over a month to a hospital 100 miles away and the patient knew exactly when his refill date was, and they could have refilled it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: codes have been updated to reflect new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the software version for the a810 application was the most updated version. Diagnostics/troubleshooting performed related to the empty pump and session report showing dashes for the reservoir volume included the hcp running three different reports on the pump for logs, etc. The hcp stated that when they weren't able to figure out what the issue was with the pump, the patient was given medication to resolve their withdrawal symptoms. In regards to the clinician programmer, the hcp was not able to find a good answer for the dashes. The hcp tried a couple of times and was not successful in resolved that issue. The hcp further reported that the reason for the patient's hospitalization was some sort of trauma unrelated to the pump. The patient was reminded that they could get the pump filled, but they did not get it filled. The withdrawal symptoms resolved, but the empty pump issue did not. For the issue with the session report showing dashes, the hcp stated that they were no sure if anything was resolved. Regarding logs, the hcp stated that the patient was here two months ago and they were no sure if the logs were still available.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal dilaudid, fentanyl, bupivacaine and ketamine via an implantable pump for spinal pain. It was reported that the hcp did see an alert after interrogating the pump stating that there was a low reservoir alarm and thought the other alert he saw was the empty reservoir alert. The hcp stated that he suspected the pump was empty, but the session report had dashes in the reservoir volume. The hcp stated that they believed the patient was having withdrawal symptoms. Technical services recommended reading pump logs to confirm empty alarm was in the logs and the date it occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.